Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range impedance measurements and loss of capture. The physician planned to evaluate the lead further. The field representative was unable to obtain any additional information as the patient was transferred to a different facility. No adverse patient effects were reported.